Event description:
It was reported that the procedure was to treat the mildly calcified, non-tortuous femoral artery which is 80% stenosed. Resistance was felt during advancement of the 4 x 40 mm foxcross balloon catheter to the lesion in the superficial femoral artery. When the balloon was inflated to 12 atmospheres the balloon ruptured. Another 4 x 40 mm foxcross balloon was advanced; however, this time no resistance was felt during advancement, but it also ruptured (unknown pressure) upon inflation. There was no resistance felt during retraction of either device from the patient. A 5 x 40 mm foxcross balloon was used with success to predilate the artery. There were no adverse patient effects reported and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: j wire. Inflation: cook. Sheath: st jude ultimum e. The additional 4 x 40 mm foxcross device is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.